Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead and left ventricular (lv) lead. Lead damage was suspected. Device reprogramming was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.